Event description:
Bard access systems, inc. 5425 w amelia earhart dr, salt lake city, ut 84116. The device was not returned for evaluation and so no failure analysis has been done on the product. As neither product number nor lot number were available for this device, co was unable to conduct a device history review. Co has insufficient info to determine whether or not the incident was attributable to the device. Expected frequency: 4 incidents/year, observed frequency: 3 incidents/year.